Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. The usm was tested on an in-house system in normal mode and passed. During testing, the usm had resistance while being moving in the pitch direction. Also, there was noise and vibration during movement in the yaw direction. The complaint was confirmed based on failure analysis investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending failure analysis investigation. The complaint regarding usm issue was not confirmed based on the field evaluation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy general surgical procedure, the customer reported that they were unable to use an arm on the patient side cart (psc) and then said they were proceeding with case and will call back at end of case. The system was not connected to the onsite network. No troubleshooting was performed. The procedure was completed as planned with no reported injury.